Manufacturer narrative:
Physio-control evaluated the customer's device and it was verified that the three icons were illuminated. Physio observed that an event code was logged by the digital pcb assembly. The device was still able to charge and shock. The device was visually inspected internally and no discrepancies were found. No leakage current was found at ambient or under humidity testing. The cause of the illuminated attention and wrench icons was determined to be due to the event code that was logged by the digital pcb assembly; however further component cause could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.